Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - re-insertion, use after damage and failure to follow steps. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. Based on the information reviewed, there is no indication of a product deficiency. It should be noted that the xience v everolimus eluting coronary stent systems instructions for use (IFU) states: prior to using the xience v everolimus eluting coronary stent system, carefully remove the system from the package and inspect for bends, kinks, and other damage. Verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted. However, do not manipulate, touch, or handle the stent with your fingers, which may cause coating damage, contamination, or stent dislodgement from the delivery balloon. Additionally, it should be noted that the IFU states: an unexpanded stent may be retracted into the guiding catheter one time only. An unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed as the stent may be damaged when retracting the undeployed stent back into the guiding catheter. It appears that the IFU deviation contributed to the reported difficulties. There is no indication of a product quality deficiency.

Event description:
It was reported that the target lesion was located in the circumflex artery with moderate calcification. The patient was an acute myocardial infarction (ami) patient. The vessel was wired with an unspecified guide wire. Pre-dilatation was performed with an unspecified balloon. The rx xience stent failed to cross the lesion, therefore a buddy wire was advanced. It was then noted that the xience stent had a flared proximal strut. The flared strut was smoothed down and the case proceeded. However, the xience stent again failed to cross the lesion. During retraction of the device, the stent dislodged from the delivery system. There was no resistance noted with the guiding catheter during retraction of the device. The dislodged stent remained on the guide wire and was able to be retrieved via a snare. The procedure was able to be completed. No adverse patient sequela was reported. There was no clinically significant delay of procedure reported. No additional information was provided.